Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked at 3 and 35 cm from the distal weld and bent near the distal tip. Microscopic examination confirmed that the device was intact. The wire was measured and found to be within dimensional specifications. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Based upon the observed damage and the information provided stating this occurred during insertion, operational context caused or contributed to the event. No further action will be taken.

Event description:
It was reported that in hd, the guide wire was found bent during insertion. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).